Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided for evaluation; however, b. Braun has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01 january 2022 - 17 august 2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: IV tubing that had been changed sun 8/27 am and was infusing without problems began having constant air-in-line alarms at start of sun 8/27 p shift. No med was infusing. This tubing did not have anti-siphon valve. Replaced above IV tubing to a new line. This did not have anti-siphon valve on it; was infusing fine prior to acyclovir. At 2300, when acyclovir dose started, multiple air-in-line alarms began. Attempted to manually clear bubbles from tubing then attempted to infuse on 4 different pump channels and still could not get infusion to start. Changed IV tubing to new set again. Still with multiple air alarms. But after much effort was able to clear bubbles, infusion started. Had to waste 1 acyclovir dose because of tubing change. Total time in this room dealing with this issue: 2 hours. Acyclovir infusion delayed. No injury reported.